Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 5 on the homechoice (hc). The patient was connected at the time of the alarm. The caregiver (cg) stated that the supply bag was empty. During troubleshooting, the cg discovered that there was air in the supply line. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) reviewed proper procedure with the cg. The cg planned to have the patient complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.